Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, d & c, gravida ii and parity 2. Previously administered products included for an unreported indication: iud. Concurrent conditions included irregular menstrual cycle, vaginal pain, perineal pain, vaginitis, vulvovaginitis, amenorrhea, sciatica, dysfunctional uterine bleeding, prolonged menses, dysmenorrhea, adenomyosis, abdominal hysterectomy and endometriosis of pelvic peritoneum. Concomitant products included botulinum toxin type a (botox) since (B)(6) 2018, duloxetine hydrochloride (cymbalta) since (B)(6) 2017, ibuprofen, oral contraceptive nos and topiramate (topamax) since (B)(6) 2017. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), weight increased ("weight gain"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, migraine, vaginal haemorrhage, menorrhagia, nausea, fatigue and abdominal pain had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012 and (B)(6) 2013: hysterosalpingogram (hsg) was done. Result:total bilateral occlusion. Essure devices are identified. No contrast flows beyond the essure devices. The tubes appear to be adequately obstructed. Most recent follow-up information incorporated above includes: on 21-may-2018: all event outcome updated to "not recovered / not resolved." On 25-may-2018: follow up 5 and 6 processed together : plaintiff fact sheet : the events dysmenorrhea (cramping) added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, d & c, gravida ii and parity 2. Previously administered products included for an unreported indication: iud. Concurrent conditions included irregular menstrual cycle, vaginal pain, perineal pain, vaginitis, vulvovaginitis, amenorrhea, sciatica, dysfunctional uterine bleeding, prolonged menses, dysmenorrhea, fatigue, nausea, adenomyosis and endometriosis. Concomitant products included ibuprofen and oral contraceptive nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), weight increased ("weight gain") and migraine ("migraines"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016: hysteroscopy and d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, migraine, vaginal haemorrhage, menorrhagia, nausea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012: hysterosalpingogram (hsg) was done. Result: total bilateral occlusion. Essure devices are identified. No contrast flows beyond the essure devices. The tubes appear to be adequately obstructed. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter and patient demographics were added. Historical drug, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, nausea, fatigue and abdominal pain were added and event onset date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, d & c, gravida ii and parity 2. Concurrent conditions included irregular menstrual cycle, vaginal pain, perineal pain, vaginitis, vulvovaginitis, amenorrhea, sciatica, dysfunctional uterine bleeding, prolonged menses, dysmenorrhea, fatigue and nausea. Concomitant products included ibuprofen and oral contraceptive nos. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), weight increased ("weight gain") and migraine ("migraines"). In (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (on (B)(6) 2016: hysteroscopy and d&c). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirm. Historical and concomitant condition and drug,reporter added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, 30 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), weight increased ("weight gain") and migraine ("migraines"). In (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased and migraine outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.